Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2014. Further info from the reporter regarding event, product, or patient details has been requested. No add'l info is available at this time.

Event description:
Medical review of healthcare professional reported event noted 5 minutes after injection "near the right temple" and cheeks with juvederm ultra plus xc patient developed "extreme swelling" at the right temple. Patient was immediately treated with an injection of kenalog, 60mg, and prescribed prednisone, tapered, to start the day after injection. The day following injection, patient began feeling pain at the right temple, forehead, and right eye area. One to two days post injection, patient developed bruising at the right temple and right eye and the initial swelling had spread toward the eyes. One week after injection, patient returned for a follow-up appointment noting the swelling had resolved two days prior to the visit, but noted new symptoms. Upon observation, the healthcare professional noted skin breakdown and yellowish crusting plaques extending from the right temple into the scalp. Pt was prescribed keflex and valtrex. Specifically the pt was prescribed valtrex as a precautionary measure as the symptom site and reported pain was concerning for herpes zoster. Two weeks after the onset of skin breakdown, pt developed postinflammatory hyperpigmentation, scarring, and alopecia where skin breakdown had occurred. The healthcare professional noted the pt has a two year history of dermal fillers and typically experienced mild swelling after each injection, but nothing as severe as the swelling noted after this injection. They speculated that perhaps the fact that the pt took ibuprofen for several days immediately prior to the injection, to self-treat a migraine, may have been a factor.